Event description:
The defibrillator was charged and delivered 200 joules to the pt. Reportedly, when the defibrillator was charged again energy was not delivered to the pt. The defibrillator was recharged and delivered 300 joules to the pt. With the next charge the discrepancy recurred. The crew used a fire department AED to analyze the pt ECG. The device rendered a no shock decision. The pt was not resuscitated.